Event description:
It was reported that this right ventricular (rv) lead exhibited perforation after unsuccessful helix retraction despite 40 turns. Technical services (ts) discussed possible causes, included tissue lodging within the helix or a latent component issue preventing retraction. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.